Event description:
According to the reporter during a radical hysterectomy procedure, during lymph node dissection, a metal component from the first ligasure device that produces the handle¿s clicking sound broke off and detached, while e404 occurred continuously on the second ligasure device that also occurred frequently with other tissues. The metal component from the first ligasure device was retrieved and did not fall into the patient's cavity. Another ligasure devices were used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm (lot#:53290260x), vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a radical hysterectomy procedure, during lymph node dissection a metal component from the first ligasure device that produces the handle¿s clicking sound broke off and detached, while e404 occurred continuously on the second ligasure device that also occurred frequently with other tissues. Another ligasure devices were used with the same generator and it worked fine. There was no patient injury.